Event description:
It was reported that the package containing this sterile tubing set was taken for use in surgery when the nurse noted the packaging had a hole. Another tubing set was obtained for use, and there was no injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: the product was received for evaluation and the reported problem was confirmed. The tubing set tub-like container was noted to have a crack in the top portion resulting in a breach in product sterility. An investigation remains in process for this failure mode.